Manufacturer narrative:
Device code 2017- failure to follow steps / instructions all available information was investigated and the reported mechanical jam associated with inability removing the lock line was confirmed due to the observed knot identified during returned device analysis. The reported inability to open the clip could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). The reported device damaged by another device (caused damage) could not be replicated in a testing environment as it was related to procedural/operational circumstances. The reported improper or incorrect procedure or method could not be replicated in a testing environment as it was related to user error. The device damaged by another device (causing damage) appears to be due to the user error (improper or incorrect procedure or method) of accidentally crossing the valve with the clip arms at 180 degrees, causing destabilization of the previously implanted clip. It should be noted that the mitraclip instructions for use, section 24.0 final mitraclip system positioning, step 24.6 states the following: "for mitraclip ntr: close the clip to a clip arm angle of approximately 60 degrees" prior to advancing the delivery catheter (dc). In this case the user error of crossing the valve with the clip arms at 180 degrees, caused destabilization of the previously implanted clip (device damaged by another). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, while the inability removing the lock line (mechanical jam) appears to be the result of the observed knot, a cause for how the knot formed could not be determined. Additionally, a cause for the reported unable to open the clip could not be determined. The device damaged by another device (causing damage) appears to be due to the user error (improper or incorrect procedure or method) of crossing the valve with the clip arms at 180 degrees, causing destabilization of the previously implanted clip. There is no indication of product issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.h6: device code 3026 removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report sleeve steering issue, inability to remove lock line, caused damage, inability to open clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mmr) with a grade of 4. The clip delivery system (cds) (01002u332) was advanced to the mitral valve. Noted mild p2 prolapse, normal to slightly thin posterior leaflet, enlarged left atrium, calcium under posterior leaflet as well as posterior annular mitral calcification. This cds was implanted as the second clip in the procedure. A third cds (00701u440) was advanced to the mitral valve due to a lateral jet still existing and when testing the trajectory of the third clip, the physician accidentally crossed the valve with the clip arms at 180 and this caused de-stabilization of the previously implanted clip. It did not appear to have fully lost the posterior leaflet, but significantly less posterior leaflet was inserted. During deployment of the third clip, it was noted there was difficulty removing the lock line. There was significant tension despite there being no knots on the lock line. After attempting to remove the lock line without success, it was attempted to remove the clip; however, the clip was unable to be unlocked/opened. Next, it was decided to deploy the clip. When starting to take the m knob to steer out, it was noted that the lock line was still attached to the clip, causing the valve to be pulled up towards the steerable guide catheter (sgc). Again they waited to try to let the lock line slowly work its way out while holding tension on the line but it would not release. The sharp portion of the cds was pulled into the steerable guide catheter (sgc) and it was attempted again to pull back the lock line without success. The cds was pulled out over the lock line until it was outside the sgc. Once the cds was outside the sgc both ends of the lock line could be seen. The end attached to the cds was cut and was slowly pulled and it released from the clip and fully came out of the sgc. The cds was inspected after the lock line was cut and the lock line was wedged in the grooves of the radio-opaque tip ring on the cds alongside the pin. It was attempted to pull the line outside of the cds but it was stuck in the cds. The clip was ultimately deployed. After positioning and placing the 3rd clip the 2nd clip was stabilized better and mr reduced to 3/4. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.